Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the extracorporeal membrane oxygenation (ECMO) circuit was primed and ran for hours. When they were ready to go, a slug of air went up into the art line. The perfusionist caught the air before it went to the patient. The air was removed and the oxygenator was exchanged as they couldn't rule out as source of air.